Manufacturer narrative:
UDI of device identification is unknown, no information has been provided to date. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device's display is constantly displaying ".6". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Health impact, and evaluation codes: updated. One device was received and was scrapped without being investigated. The most probable cause would be a malfunctioning printed circuit board (pcb) board. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. No further action was taken as the device was scrapped., corrected data: h6. Clinical signs and symptoms or conditions, corrected.

Event description:
Patient involvement is unknown.